Event description:
Adverse event(s): "had to abort the procedure" (no code available); "was already hospitalized, but stayed 2 days longer" (no code available). Product problem(s): "the cassette was ejected" (unintended ejection); "infusion pressure regulation was not possible" (infusion or flow issue). A facility reported during a planned, combined cataract/vitrectomy procedure, after the cataract portion of the surgery was completed, the cassette was ejected when trying to adjust the intraocular pressure. The cassette was replaced, but the problem reoccurred. The procedure was then aborted. A company service rep visited the site the next day and replaced the handpiece led pcb. The doctor planned to reschedule the vitrectomy portion of the procedure for another day. There was no pt injury. Additional info was received. A vitrectomy was done on the pt two days later. The pt was already hospitalized but hospital stay was prolonged for two days.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4) .